Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Correction of initial emdr: the correction of field # g.3. Date received by mfg: previous date received by mfg: 12-jan-2024. Corrected date received by mfg: 13- feb-2024.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The pressure transducer printed circuit boards (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer pcb may lead to high pressure. No device logs were received and the replaced pcbs were not pretend for investigation, therefore the root cause for the faulty pcbs could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).